Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated for the malfunction code tubing is damaged (e.g., kinked, deformed, twisted, collapsed, or pinched). The batch: 6006595 in question was manufactured at the reynosa site. Complaint investigations. The reference samples for batch: 6006595 were previously tested in complaint (B)(4) on 27/jun/2025. Test results: visual test according to work instruction (wi) version 3.0 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 2.0 on reference samples, 5 samples out 5 samples passed the test. Note: 5/10 reference samples were not able to be tested for flow due to the samples were used in a special investigation. Device history record (DHR) review: the lot: 6006595 was manufactured according to the wi version 112 in the line 6, on 08/apr/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 25/jul/2025 against malfunction code tubing is damaged (e.g., kinked, deformed, twisted, collapsed, or pinched) and lot: 6006595 and no other complaint has been registered in database for the same lot: 6006595 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, harm no reportable, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set tubing issue event on (B)(6) 2025. It was reported that the tubing was bent leading to high blood glucose level. The blood glucose level was over 400 mg/dl. The patient replaced infusion sets and resumed insulin successfully. No further information available.